Event description:
It was reported that the patient had low voltage alarms and additionally saw a yellow wrench alarm. The yellow wrench could not be found in the alarm history. The patient had 11 months left on the internal battery. Log file analysis captured low voltage hazard events on the mobile power unit (mpu) and long odd strings of power cable disconnects on battery power. It was planned to exchange the controller.

Manufacturer narrative:
Controller serial number was requested but not yet received. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
The controller exchange resolved the issue.

Manufacturer narrative:
Section d6a: date of implant inadvertently reported in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory/hazard and power cable disconnect alarms was confirmed via analysis of the submitted log file; however, the reported event of yellow wrench advisory alarms activating was not confirmed. The log file contained approximately 8 days of data ((B)(6) 2022 per the timestamp). Intermittent low voltage advisory/hazard alarms activated throughout the log file due to the relative state of charge (rsoc) voltage fluctuating below the low voltage thresholds while connected to the mobile power unit (mpu); the voltage drops were observed on both power cables. Intermittent atypical power cable disconnect alarms also activated due to black power cable faults activating not consistent with power source exchanges; the alarms were observed throughout the log file. There were no other notable alarms throughout the log file. The log file data did not capture a yellow wrench advisory alarm activating. The pump maintained a speed above the low speed limit throughout the log file; the voltage drops did not prevent the controller from supporting the pump at the set speed. Additional information provided stated that the heartmate ii system controller (serial number: (B)(6)) would not be returned for evaluation and that the controller exchange resolved the reported issue. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on 15dec2017 via customer order. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the yellow wrench advisory, power cable disconnect and low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage or debris. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.